Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Post mortem depositions consistent with blood were noted in the outflow graft, outlet elbow and around the rotor. Examination of the surface of the blood tube and rotor did not reveal any defects or contamination. The pump bearings also did not reveal any deposition or anomalies related to wear. Based on our evaluation of the returned pump, no device related issues were found and no conclusion can be made as to the root cause of the reported event. A review of the device history record revealed the device met all applicable specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately one month post implant of the lvad, the pt experienced a large hemorrhagic stroke and subsequently, support was withdrawn. It was also reported that transient pump power spikes had been observed in the last few weeks. The manufacturer had not been notified of any issues with the device prior to this event.